Manufacturer narrative:
The reported heat symptom could not be confirmed, as the device was not returned for evaluation.

Event description:
It was reported that during testing performed by a field service technician at the user facility, the device was determined to be overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event, as it happened during testing.